Manufacturer narrative:
Troubleshooting of the AED with the customer identified that the AED is functioning as designed and can stay in service. As a follow up with the customer, the proper maintenance of this device was reviewed.

Event description:
A customer reported their AED has a blank asi, will not turn on. They did not report that this event occurred during patient use.